Manufacturer narrative:
Manufacturer's report date: april 02, 2014. Internal file no: (B)(4) device not received, log review only. The customer has requested an event log review to determine programming. The logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reports infusion of alox was programmed to run over 4 hours, however, when the caregiver returned about an hour later, the infusion had completed. There was no patient harm or medical intervention. No further patient/event information was reported.